Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified peripheral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.